Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe generator to resolve it. System tested and verified as ready for use. Isi received the erbe generator involved with this complaint and completed the failure analysis. The reported failure was reproduced and confirmed when the unit was placed on an in-house system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the erbe generator faulted with an m-02 error. The customer rebooted the erbe generator, but the issue remained. The customer continued with the case. No known impact or patient consequence was reported.